Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vault suspension procedure performed on (B)(6) 2022. During the procedure, the carrier would not retract by itself inside the patient. It was then tested outside the patient and the same problem occurred. Reportedly, the procedure was completed with another capio device. There were no patient complications as a result of the event.